Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose of 30 mg/dl. The customer stated that they treated the low blood glucose with glucagon injection. The customer stated that the emergency medical services came for the low blood glucose. The customer also reported that the insulin pump alarmed external ram error. The customer declined to troubleshoot for low blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly also, moisture damage was found on the motor. Unable to perform functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement accuracy test or verify external flash crc error alarm and unexpected reset to factory default due to blank display. The insulin pump had minor scratched display window, scratched reservoir tube window and stained end cap sticker.